Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose. On (B)(6) 2017 they had blood glucose levels of 30 mg/dl at the time of the incident. The customer was given saline injections and d70 to treat. The customer was wearing the insulin pump during the incident. The insulin pump will not be returned for analysis.